Event description:
Lead removed due to infection. Previously reported through the ide system. Internal review revealed that no MDR was transmitted. The other lead associated with this system is a kentrox rv 65, MDR 1028232-05-0013 and the ide device, tupos lv/atx.